Event description:
The patient is pursuing a product liability claim arising out of the use of the nexgen gsf lps-flex. It is reported by the patient's counsel that the patient also received a tm patella on (B)(6)2011 and was revised on (B)(6) 2011 due to loosening. Note that the nexgen gsf lps-flex is of zimmer warsaw design control and the tm patella is of zimmer tmt design control.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.